Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device exhibited backup vvi operation due to premature discharge of battery. After replacing the battery and download the product code, normal function resumed.

Event description:
It was reported that the implantable cardiac monitor device exhibited backup vvi operation. The device was explanted on (B)(6) 2011.